Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No unusual delay while delivering insulin could be observed within the investigation.

Event description:
On (B)(4) 2013, patient reported there is a longer delay than normal before a programmed bolus is delivered on the infusion device. She reported the bolus is eventually delivered, and no error messages are displayed. This has occurred for approximately 2 weeks and with two batteries from different packs. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This information was not gathered during the initial report. It is unknown if the initial reporter sent report to the FDA.